Manufacturer narrative:
G4: 19jun2020. B4: 19jun2020. After further investigation, the customer has confirmed that there is no allegation of touchscreen malfunction or failure; therefore, this touchscreen replacement is not a reportable event. The touchscreen was replaced proactively at the customer's request because the serial number on this device is close to those on the field action unit affected list. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
Customer requested a touchscreen replacement. There was no patient involvement.